Event description:
The spinal cord stimulator failed. It was replaced. The patient recovered without sequela.

Manufacturer narrative:
Device was returned in 2007 with no information. Additional information received 01/15/2009 from clinical study. Analysis showed the generator was functionally normal. Both extensions were ok, but cut thru (explant damage was suspected). One lead showed that the insulation was torn under the connector sleeve. Suspected body fluid was observed in the lead, with no impact no lead performance. The other lead showed multiple conductor wires broken.